Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700/m365sc2158500. Model: sc-2138-70/sc-2208-70. Serial: (B)(4). Batch: a42317/163068. Product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(4). Batch: 14637796/14826849. Product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2352-50. Serial: (B)(4). Batch: 14140172. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(4). Batch: 135487. Product family: scs-splitters. Upn: m365sc3354250. Model: sc-3354-25. Serial: (B)(4). Batch: 14316691.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All devices components were explanted. No further information has been obtained despite good faith efforts.